Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. No unexpected power error alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was 126 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.